Manufacturer narrative:
The pump failed the sleep current test. The pump passed the active current test and self test. Test p-cap locked properly into the reservoir compartment. No battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found failed battery test alarms on the event date of 10/09/2024 at 11:18:41.000 to 11:21:52.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Failed batt test was not confirmed during testing. High sleep current measurement was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer called back after receiving a replacement battery cap. Customer continued to experience battery failed alarms after inserting a new battery with the new batt cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.